Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead there was no capture and exit block in unipolar configuration. It was also reported the rv lead exhibited no pacing in unipolar configuration. The configuration was programmed to bipolar. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead there was no capture and exit block in unipolar configuration. It was also reported the rv lead exhibited no pacing in unipolar configuration. The configuration was programmed to bipolar. The rv lead remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the post approval clinical surveillance product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The clinical study name changed to post approval network cardiovascular group study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated autocapture is only possible to run in unipolar configuration. Because unipolar is not working with this patient due to exit block/no capture, reprogrammed settings to bipolar and everything is fine, but autocapture was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the rv lead was explanted and replaced.